Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and high pacing impedance measurements. Technical services (ts) reviewed the device data and determined that t-wave oversensing was noted on a stored non-sustained ventricular tachycardia (nsvt) episode. Ts noted a gradual rise in pacing impedance measurements within normal limits. Additionally, low intrinsic signals amplitude were noted. Ts recommended some reprogramming options. No adverse patient effects were reported. This rv lead remains in service.